Event description:
It was reported to philips that the device needs to have the test load and therapy cable replaced. There was no reason given why the parts needed to be replaced. There was no reported patient involvement.